Event description:
Legal counsel for the patient reports that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, dysfunction, loss of range of motion, and elevated metal ion levels. Head was removed and replaced with biomet product. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01965 / 01966).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2013-01965 / 01966 and reference 1825034-2014-01190).

Event description:
Legal counsel for the patient reports that patient underwent total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, dysfunction, loss of range of motion, and elevated metal ion levels. Head was removed and replaced with biomet product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes indicate a clear joint effusion was found during the (B)(6) 2011 revision. No evidence of tissue necrosis or pseudotumor was found. The components were reported to be well-fixed with hypo-anteversion of the acetabular component. Additional information received in the patient medical records reports patient alleged a popping sensation as well as right hip pain while squatting and pivoting following the (B)(6) 2011 procedure. Review of invoice history confirms patient was revised a second time on the right side on (B)(6) 2013. The head was removed and replaced. Medical records further indicate that patient underwent a left hip arthroplasty. The date of the left hip arthroplasty and information regarding implants was not provided. A review of invoice history could not confirm that biomet components were implanted in the patient's left hip and a revision procedure has was not indicated.